Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 782 mg/dl. It was stated that the insulin pump turned off after a low battery, and the customer did not know. Troubleshooting was performed. It was stated that the customer uses lithium battery to operate the device. Explained the customer that we recommended using alkaline batteries. No further info was provided.